Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging he was unable to check his blood glucose due to his onetouch ultra 2 meter displaying an "error 1" error message. Per the onetouch ultra2 user guide, this message may mean there is a problem with the meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2011 at an unknown time. The patient was unable to obtain a result due to receiving an "ER 1" error message. The patient reportedly manages his diabetes with a combination of oral medications but he could not recall the names or doses and he informed the mss that he did not make any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed he went to the emergency room on (B)(6) 2011 at approximately 7 pm due to "not feeling well" and was unable to check his blood glucose due to the alleged issue. He stated when he arrived several tests were performed and he was told he had high blood pressure his blood glucose was over 500 mg/dl and he was also being tested for pneumonia. The patient did not known what type of meter was used to check his blood glucose and stated he was treated by the hospital staff with an unknown type of oral medication and he felt better a few hours later. He added that they wanted to administer insulin, but could not get a hold of his primary physician to obtain approval. The patient stated he was released the following day. The patient further stated that when he arrived back home, he replaced the batteries in the subject meter and tried testing again but it still didn't work and contacted lfs for assistance. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and he stated the issue occurred after replacing the batteries. A replacement meter was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly obtained a reading on an hcp meter suggestive of severe hyperglycemia that required treatment by an hcp after the alleged meter issue began.

Manufacturer narrative:
The product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.